Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had failed battery alarm. The customer¿s blood glucose level was 293 mg/dl at the time of the incident. The customer reported the insulin pump had software error detected. Customer was able to successfully clear the alarm. The customer received failed battery alarms after a battery change. The customer reports they received failed battery alert with out low battery alert. The customer was assisted with troubleshooting and the alarm did not clear. The customer was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, sleep current measurement, active current measurement and selftest. No failed battery alarm during testing. Pump error alarm found in the pump history due to software error.